Manufacturer narrative:
The returned device was evaluated and found the exposed portion of the soft cannula was observed to be kinked. This kink did not prevent insulin from flowing through the cannula. The cause and timing of the damaged cannula cannot be conclusively determined. There were no other damages or defects on the device that would create a failure to deliver insulin. The downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported while the patient was wearing a pod between 4 and 24 hours their blood glucose level rose to 400 mg/dl. As treatment, the patient was given a manual injection of insulin.